Event description:
It was reported that the monitors on the 9800 system go blank when the contrast and brightness are adjusted. Also, both monitors have the ge logo burnt into them. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The image processor, and display adapter boards were replaced. Both monitors were replaced during the service call. The system was tested and found to be working as intended and put back into service.